Event description:
A cantor tube was passed into a patient on 11/12/92 by her physician. A radiologist was unsuccessful in an attempt to postion the tube into the small bowel. The patent's physician then removed the tube. During the removal, the balloon broke off with approximately 5cc of mercury was removed but the removed but the bag was not found. Subsequent x-rays have identified mercury in the patient's small bowel. The involved cantor tube was visually inspected. There was not an expiration date or a lot number on the tube itself. In addition, a review of the cantor tubes in stock revealed that expiration dates and lot numbers were not printed on the packages. The box cantor tubes were recieved in did have an expiration date and lot numbers printed on label. However, it is believed that the tubes in the box were ordered at various times. The expiration date printed on the box label was june 9. 1991. The last date that the hospital ordered cantor tubes was january 5, 1988. All cantor tubes were removed from stock. A procedure for labeling stock items with expiration dates and lot numbers is being reviewed for initiation.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, end of life - expected, labeling - on package, material degradation/deterioration. Conclusion: device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other, none or unknown. The device was not destroyed/disposed of.